Manufacturer narrative:
The condition of failure code 810:11 was confirmed in the event history due to wet tubing. The tube channel was cleaned to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. (B)(4).

Event description:
This is a report from baxter (B)(6) of a colleague infusion pump with a failure code 810:11. The reported condition occurred before use. There was no patient involvement, injury or medical intervention. No additional information is available. The software version is not known.